Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. The physician elected to perform an invasive procedure due to oversensing. The lead was explanted and replaced with a new lead of the same model.